Event description:
It was reported that the surgeon revised an old pcs cup by cementing in a liner, off label, into shell and he also increased the offset going to a + 5 32mm head.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in a supplemental report.